Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. On (B)(6) 2024, patient faced infusion set cannula bent. Set was in use for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.